Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h11. The certas valve (unknown ID) was not returned for evaluation as the product remains implanted and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Additional information received: what is the product ID of the reported device? "Certas ¿ valve ref number is unknown" was the patient exposed to MRI or other known magnetic fields? "Yes" what was the strength (gauss) of the MRI? - "unknown." -was the setting of the valve confirmed after last programming or before the MRI? - "unknown." Was the patient exposed to significant acceleration or deceleration such as a car accident or fall? "No" was the valve explanted? "No" did the patient experienced any signs and symptoms due to unintentional setting change? "No".

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an unintentional setting change of a certas valve following a magnetic resonance imaging (MRI) procedure. There was no harm to the patient.